Manufacturer narrative:
Device analysis: visual analysis of the returned device notes a crack is observed at the 3mm luer lock level.

Event description:
Healthcare professional reported during injection with juvéderm® ultra xc the syringe was found to be "cracked". Patient contact was made. There was no injury to patient or staff. Packaged needle was used.

Manufacturer narrative:
Further information from the reporter regarding event has been requested. No additional information is available at this time. Device labeling: precautions: failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection.

Event description:
Healthcare professional reported during injection with juvéderm® ultra xc the syringe was found to be "cracked". Patient contact was made. There was no injury to patient or staff. Packaged needle was used.